Manufacturer narrative:
Result: the penumbra system 5max reperfusion catheter was fractured approximately 3.5 cm from the hub. The catheter was returned with an rhv attached to the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the package was opened and the catheter was already bent. Evaluation of the returned product confirmed that the penumbra system 5max reperfusion catheter was fractured in the proximal shaft. This type of damage typically occurs when the product is improperly handled during removal from the packaging or during preparation for use. Although the complaint describes this issue being found before the device was removed from the packaging, it is likely that this damage was caused by handling during preparation for use as an rhv had been attached to the device. These devices are 100% inspected for damage during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 5max reperfusion catheter. While opening the packaging, the doctor found that the penumbra system 5max reperfusion catheter was kinked.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 5max reperfusion catheter. While opening the packaging, the doctor found that the penumbra system 5max reperfusion catheter was kinked.

Manufacturer narrative:
Conclusion : this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.